Event description:
It was reported that water leak was found on the arctic sun device. The device was switched to the second one and the therapy was completed without any issues. Per additional information received on 07-mar-2022, the root cause was isolated to condensation built up from the arctic gel pads.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be, "incorrect machine set up.". It is unknown whether the device had met relevant specifications. The product was used for treatment purpose. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review.